Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product information was provided. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient experienced intolerable glare, halos and waxy vision. The patient tried aggressive tear film management for a few months but symptoms did not resolve. In a follow up, a nurse reported three months following the initial iol implant procedure, the lens was explanted and the patient was left aphakic. A different lens model and power iol was implanted three weeks later. Additional information has been requested.